Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the strap could not be fixed tightly. Please indicate if the strap was not adhering to mesh/tissue or were the straps not flush ie sticking up. Provide only the lot number of this specific device if available? It was reported that a laparoscopic hernia repair was performed. Please indicate type of hernia repair was performed ie inguinal hernia, ventral hernia?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the strap could not be fixed tightly at the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.